Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced recurrent urinary tract infection, vaginal irritation after intercourse, dyspareunia, intermittent vaginal pain, vaginal bleeding post intercourse , constipation, dysuria, and an intermittent pulling pain in the right lower quadrant. It was reported that the patient has mesh erosion after visiting ob/gyn clinic. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) at (B)(6) health due to mesh exposure.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.